Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. A portion of the outer thread has fractured away from the main shaft and there are indications that there is a burr that was not removed as part of the manufacturing process. The cause cannot be conclusively determined at this time. The DHR was reviewed and found that the blockers were inspected for burrs during the manufacturing process. The labeling was reviewed and found to contain instructions related to proper device usage.

Event description:
It was reported that the threads on a blocker were damaged during final tightening within surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads on a blocker were damaged during final tightening within surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure without reported patient impacts.